Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device lot number, or serial number, unavailable. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. A medtronic representative, following up with the site, reported that the site has opted not to replace the instrument at this time and that the driver instrument is still usable. No parts have been received by the manufacturer for analysis.

Event description:
A medtronic representative reported that a spine clamp driver instrument was worn. There was no patient present when this issue was identified.

Manufacturer narrative:
It was later reported that the wear issue occurred on two spine clamp drivers. Lot # of first driver is 200504255434. Lot # of second driver is 136926. Mfg date of first driver is 4/25/2005. Mfg of second driver could not be ascertained from the lot # provided. The site does not want to replace either driver.

Manufacturer narrative:
Correction: on 13-oct-2015, it was noticed that a previous MDR submission contained incorrect information with regards to the common device name, product code and/or PMA/510(k). This MDR is being submitted to correct this information. There is no new information to change the patient information, event description or manufacturer narrative that was previously reported.